Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited fluctuating lv impedance measurements in august 2024 from a baseline of 700-900 ohms to high out-of-range pace impedance measurements greater than 3,000 ohms. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.